Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced a blank screen display after changing battery due to a no delivery alarm. After troubleshooting, display screen returned, but received a failed battery test alarm. Customer's blood glucose was 583 mg/dl. After troubleshooting for failed battery test alarm, issue was not resolved. Customer was advised that battery cap would be replaced.